Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, the surgeon removed all hardware on (B)(6) 2026 due to nerve entrapment. Additional information indicates that the patient's bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, approximately a year ago, the surgeon removed all hardware on (B)(6) 2026 due to nerve entrapment. Additional information indicates that the patient's bones were completely fused/healed. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event could not be determined due to the limited information provided, and no device being returned. However, it is possible improper placement of the plate during the original procedure could have contributed to what the patient experienced. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement the MDR as necessary and appropriate.